Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that the product was explanted due to bacteremia. No adverse patient effects were reported. The product was out of service.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this patient had a left ventricular assist device (lvad) that exhibited an infection. The field representative indicated that the patient¿s implantable system may also have vegetation. The patient was given antibiotics and possible for system extraction. All available information indicates that this product remains in service. No additional adverse patient effects were reported.